Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 5 inappropriate anti-tachycardia pacing (atp) bursts and 6 inappropriate shocks due to supraventricular tachycardia (svt). Therapy was exhausted. Reprogramming options were discussed. No additional adverse patient effects were reported. Product remains in service. Additional information indicates that the device delivered another 5 inappropriate shocks for supraventricular tachycardia (svt) in a separate event, a few weeks later. According to the field representative, the physician did not want to reprogram the device. In addition, the patient was scheduled for an ablation. Information was later received that this device later delivered one shock and a single burst of atp. Technical services (ts) reviewed the new episode and determined that this therapy was likely inappropriate due to rapid ventricular response (rvr) with supraventricular tachycardia (svt). This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 5 inappropriate anti-tachycardia pacing (atp) bursts and 6 inappropriate shocks due to supraventricular tachycardia (svt). Therapy was exhausted. Reprogramming options were discussed. No additional adverse patient effects were reported. Additional information indicates that the device delivered another 5 inappropriate shocks for supraventricular tachycardia (svt) in a separate event, a few weeks later.